Manufacturer narrative:
H3: product analysis of the device found that visually, there were biological contaminants on the outside diameter of the cuff balloon on the distal end of the device when returned. There was surgical tape wrapped near the clamp shell on the proximal end of the device. Additionally, there were gray markings/scratches on the blue with white stripe trace pad. Due to portions of the wire harness being cut, the electrode wires were stripped to perform continuity testing. Electrically, resistance from end to end shall be less than 200 ohms and the actual measurements were 48.8 ohms (blue), 389 ohms (blue with white stripe), 21.1 ohms (red), and 41.7 ohms (red with white stripe) which the blue with white stripe electrode was out of specification. For further analysis, a stylet was used to manipulate the shape of the device and the blue with white stripe electrode remained out of specification. Console functional testing could not be performed due to the broken state of the device (wire harness). This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-op, while surgeon was performing a parathyroidectomy the surgeon stimulated the left rln with the prass probe and the nim vital did not confirm nerve stimulation, a response that indicated it was not the left rln. Surgeon repeated the process numerous times with the same outcome. Once the surgeon switched sides and stimulated the right rln, the nim monitor gave a positive response indicating nerve tissue. The procedure was completed with the reported product. Patient status was reported as alive with no injury.